Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 70 mg/dl earlier and he made the mistake of putting insulin pump on suspend after drinking some orange and mango juice and his sugar went high. The customer current blood glucose level was 554 mg/dl and other blood glucose value was 500 mg/dl. The customer experienced symptoms such as disoriented, thought that the insulin pump should be on suspend delivery if sugar was high. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.